Event description:
Pt has rec'd 2 of the referenced devices and states that both have provided erroneus readings which result in her taking excessive insulin. States that the meter tests ok using the test strips that come with the devices, however that with the first monitor she rec'd from co that on 1 occasion she took a reading showing low glucose and took her medication. Shortly she began having symptoms of high blood sugar so she took another reading which indicated she still had low blood sugar. Pt states that she called her md's office and was advised to take another dose of insulin. Symtpoms became worse and she called rx. They told her that there was a problem with the meters and instructed her to make some adjustments to the device and then do another test. Her reading was 941. Co sent her another meter but the replacement meter has the same problems as the first one she was sent.